Event description:
During the device analysis it was found that the device had a defective motor, defective dso sensor, and old real time clock battery. No patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found damage to the rear and front housing. Functional testing performed and found the motor and downstream occlusion (dso) sensor is defective, and that the real time clock battery is old. The housing, motor, downstream occlusion (dso) sensor, and real time clock battery was replaced.